Event description:
It was reported that during a procedure, the physician reported observing pacing inhibition on this cardiac resynchronization therapy defibrillator (crt-d) device with magnet use. The physician called technical services (ts) and requested further review of the stored electrogram (egm) and inquired if the magnet was the cause of the pauses in pacing. Ts reviewed the device settings and discussed with the physician possible cause of pacing inhibition to be due to oversensing of electromagnetic interference (emi) noisy signals from the cautery tool that is in use. Ts recommended troubleshooting options to the physician. At this time, the crt-d remains in service. No additional adverse patient effects were reported.